Event description:
The customer reported that a doctor questioned a 25-hydroxy vitamin d (vitd) result for one patient sample (patient sample 4). The sample was repeated and resulted with a different result. The customer then pulled all vitd samples from the freezer from (B)(6) 2014 forward, and many results did not match upon repeat. A total of nineteen patient samples were questioned. Of the nineteen patient samples, eight had erroneous results that were reported outside of the laboratory. All affected samples were from male patients. All initial results were reported outside of the laboratory and all repeat results were considered to be correct. The customer states that they batch the vitamin d test and calibrate weekly every time they run. Patient sample one initially resulted as 23.6 ng/ml on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 36.72 ng/ml. The assay was recalibrated and the sample was repeated a second time on (B)(6) 2014, resulting as 42.11 ng/ml. Patient sample two initially resulted as 34.8 ng/ml on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 21.76 ng/ml. The assay was recalibrated and the sample was repeated a second time on (B)(6) 2014, resulting as 23.9 ng/ml. Patient sample three initially resulted as 11.4 ng/ml on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 17.12 ng/ml. The assay was recalibrated and the sample was repeated a second time on (B)(6) 2014, resulting as 23.9 ng/ml. Patient sample four, from a male born on (B)(6) 1927, initially resulted as 6.5 ng/ml on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 19.42 ng/ml. The assay was recalibrated and the sample was repeated a second time on (B)(6) 2014, resulting as 24.18 ng/ml. The customer stated that the psa and "testo" results from this sample were identical on all original and repeat runs. No values were provided. Patient sample five initially resulted as 14.7 ng/ml on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 32.67 ng/ml. The assay was recalibrated and the sample was repeated a second time on (B)(6) 2014, resulting as 42.07 ng/ml. Patient sample six, from a male born on (B)(6) 1929, initially resulted as 15.7 ng/ml on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 40.71 ng/ml. The assay was recalibrated and the sample was repeated a second time on (B)(6) 2014, resulting as 47.38 ng/ml. Patient sample seven initially resulted as 26.3 ng/ml on (B)(6) 2014. The assay was recalibrated and the sample was repeated on (B)(6) 2014, resulting as 45.59 ng/ml. Patient sample eight initially resulted as 21.9 ng/ml on (B)(6) 2014. The assay was recalibrated and the sample was repeated on (B)(6) 2014, resulting as 40.17 ng/ml. The patients were not adversely affected. The vitd reagent lot number was 17526301 with an expiration date of 01/31/2015. The field service representative could not determine a cause. He checked mechanism alignments. He ran performance testing and results were within specifications. He performed a precision study which was within specification. Calibrators and quality controls were run and within customer specifications. The instrument was found to be performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the information provided. The customer was asked to provide additional information for investigation, but no further information was provided.